Event description:
It was reported that the clips were formed crossed (not parallel). No noises or higher effort. A new device was opened. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A bag with three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the first two clips did not fully advance into the jaws resulting in clip malformation; the instrument was actuated again and it fed and formed the remaining clips properly. In addition the device locked out as intended. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).